Manufacturer narrative:
The reported event was confirmed during the picture device evaluation.

Event description:
The user facility reported that there were cardboard fragments in the packaging found during inspection.. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that there were cardboard fragments in the packaging found during inspection.. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.